Event description:
It was reported that the doctor does not allow reps in room but rep was on the floor. The implant that was on the shelf and pulled for surgery was expired. The implant was opened and put in sterile field then tech realized it was expired and rep went and got a new one and it was implanted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot regarding expired products. It was additionally reported by the sales representative that the product is owned and inventoried by the hospital. In this case, maintaining the products is solely the hospital's responsibility. The event was not confirmed.

Event description:
It was reported that the doctor does not allow reps in room but rep was on the floor. The implant that was on the shelf and pulled for surgery was expired. The implant was opened and put in sterile field then tech realized it was expired and rep went and got a new one and it was implanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.